Event description:
A customer reported that the vitrectomy mode did not work during a procedure. A significant delay of unk duration was reported, and the system was exchanged. It is unk if there was any impact to the pt. Add'l info has been requested, however, none has been provided.

Manufacturer narrative:
The company rep examined the system and found no problem. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).